Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the top drawer wouldn't open, only opening 3 inches before closing back. A field service engineer found that drawer 1 was catching on 2.1, pulled 2.1 open, reseated all cubbies and drawer 1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es top drawer was not opening the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.